Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable and the ECG "d" dome was missing. The root cause for cut cable and missing dome was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt cannot complete incoming functionality testing.